Manufacturer narrative:
An internal investigation was performed for a misidentification of streptococcus pyogenes as streptococcus agalactiae in association with the vitek® ms instrument. Data was analyzed from the tests performed: conclusion on the system: the calibrator "all peaks" number values are quite heterogeneous. This could be explained by a non-optimal spot preparation for the calibrator strain (culture, spot, different operator) and it can be extrapolated to the sample. It was difficult to assess the system status when the test was done due to the high heterogeneity of the "all peaks" number. Conclusion on the identification: regarding the complaint description, the probable identification is streptococcus pyogenes. The data was reprocessed with the next version vitek ms kb v3.2, and it gave "no identification" instead of streptoccocus agalactiae. As, the expected identification is still not obtained, this might be explained by the non-optimal spot preparation quality. Suspected cause of the issue: non optimal spot preparation.

Event description:
A customer in (B)(6) reported a misidentification in association with the vitek® ms instrument. The customer stated that on (B)(6) 2019, the vitek ms identified a pure culture (source: throat swab) of (B)(6) as (B)(6). A (B)(6) test was performed which identified group a. The customer stated the culture did not resemble (B)(6). The customer reported that there was no impact to the patient or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.